Event description:
As reported by the patient¿s attorney, a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
There was a second physician reported with this event, the contact information is as follows: (B)(6). Complaint provides two facilities but does not specify where the device was implanted: (B)(6).